Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device power was unstable. This is attributed to the circuit board (g1) failure. There was no abnormality in the appearance of the device. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device power is occasionally turned off. There is no harm to any patient or persons.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10.

Event description:
Addendum jun 12, 2022: event occurred before the procedure began during preparation for use. With restarting, the device power was on again, and the device was used for the intended procedure. The intended procedure was diagnostic. There was no delay to the intended procedure. Post procedure, the device would not turn on again.